Event description:
Five pts allegedly developed post-op infections where sutures exit at abdominal skin site within a few days of having a pubovaginal sling procedure performed. Cultures were gram negative and there were no infections in the vaginal area of any of the pts. Four pts developed cellulitis. One had staph aureus/abscess. Infections have occurred within the last 6 weeks to 2 months. Antibiotics have been prescribed and appear to be working. Dr. Will continue to monitor and use pelvicol. Pts are treated with antibiotics 1 to 1 and 1/2 hours prior to surgery (kessol IV). Vicryl sutures were used on all five pts.